Event description:
Customer reportedly received the following results on aviva meter within 10 minutes: 271 mg/dl, 161 mg/dl, and 134 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.